Event description:
Complainant reports that a leak occurred from the snap disconnect segment in the above product. Subsequently the pt developed peritonitis and has been treated with antibiotics. Sample is available for evaluation.